Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damage. Customer stated that patient changed the site and the back of the insulin pump came off during fill tubing. Customer's blood glucose was 475 mg/dl. Customer treated with manual injection. Troubleshooting was done. Customer stated the whole end of the insulin pump by the drive support was coming off. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A cracked end cap was noted. The insulin pump also was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.